Manufacturer narrative:
It was reported the patient pain and discovery of the broken implant occurred on (B)(6) 2016. This report is for an unknown pfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part number is unknown; however, pfna devices are not distributed in the united states, but are similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient was treated for a femur fracture in the spring of 2015. The patient was diagnosed with femur pseudoarthrosis and mammacarcinoma; the patient was in constant pain though the fracture had already healed. On (B)(6) 2015 the patient was implanted with a proximal femoral nail anti-rotation (pfna). The procedure as completed successfully and the patient recovered and mobilized quickly. On (B)(6) 2016 the patient was at a rehab session and while walking on hospital grounds using her crutches, she was suddenly struck with unbearable pain in her left leg. She was not able to continue walking and instantly required help. Via x-rays, a fracture of the femoral nail was diagnosed. The former fracture of the bone on the other hand showed to have healed completely at the time. The following morning, it was then confirmed that the pfna had fractured; it was also noted the patient had multiple periprothetic fractures of the bone in the middle of the femur with consecutive ad-axim-malposition dorsomedial. On (B)(6) 2016 the patient underwent the revision surgery. Several weeks of rehab followed; eight week after the revision surgery, the patient is still not fully mobilized. This report is for the post-operative breakage of the nail. The patient's initial pain is being captured and reported under linked complaint (B)(4). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).